Event description:
It was reported that during a routine check, when connecting the cs300 intra-aortic balloon pump (iabp) and turning on the monitor, it was black and did not show any parameters. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
**The initial reporter was incorrectly reported as a getinge representative. The getinge representative was the receiver of this information from the customer's site.

Event description:
It was reported that during a routine check, when connecting the cs300 intra-aortic balloon pump (iabp) and turning on the monitor, it was black and did not show any parameters. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, when connecting the cs300 intra-aortic balloon pump (iabp) and turning on the monitor, it was black and did not show any parameters. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The day after the incident, the fse turned the iabp on and it worked without issue. The fse inspected the iabp. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter is a getinge employee whose contact details are: (B)(6), which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a routine check, when connecting the cs300 intra-aortic balloon pump (iabp) and turning on the monitor, it was black and did not show any parameters. There was no patient involvement, and no adverse event reported.